Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified that the coiled cable connector was turned inside elbow, and when the connector was moved, the display shuts off. To resolve this issue, the fse replaced the coiled cable assembly. In addition, the fse also found corrosion due to fluid ingress on the pump connector and replaced the backplane board connector cable assembly as a precautionary measure. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump shutdown twice during use on a patient. There was no patient injury or harm reported.